Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4) device not returned for evaluation.

Event description:
It was reported via medwatch "port accessed using safestep huber needle set. 2 days later, leaking was noted at the proximal y-site when flushed with saline. No obvious cracks present. Port de accessed and re accessed with a new huber needle."